Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 in multiplication which were reproduced during evaluation. System error 345 messages were verified through a review of the event history log. Visual inspection found the cause was a damaged ultrasonic sensor protective tape. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm in multiple locations during programming / setup. The problem was found in the emergency room department. There was no patient involvement. No additional information is available.